Manufacturer narrative:
The operating table mars select was manufactured in the year 2000. No records of repairs or maintenance are recorded within the system of the legal manufacturer. The device will be serviced by the company schnakenberg medizin - & labortechnik gmbh which is not an authorized service partner from the legal manufacturer. During the investigation it was confirmed by the company schnakenberg medizin - & labortechnik gmbh that the remote control did fall down and the column keypad had been damaged. A concrete root cause was not identified. However, based on the feedback the damaged remote control most likely has caused the event. The device involved in the event passed it¿s intended lifetime of ten years. Replaced the remote control and the device was working as expected. Based on this, no further action is required.

Event description:
Customer reported that occasionally the remote does not function and one direction of the table moves unintended. No harm or impact to the surgical procedure was reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The investigation for the root cause is currently ongoing. Further information will be provided in a final report.

Event description:
Customer reported that occasionally the remote does not function and one direction of the table moves unintended. No harm or impact to the surgical procedure was reported. This report was filed in our complaint handling system as complaint (B)(4).